Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned double offset broach handle (right) confirms the handle is damaged causing the handle not to lock in place. This device was manufactured in 2009. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a thr procedure, when the broach was locked into the handle, the doctor commented that the broach was holding loosely. Nothing fell into the patient. No injuries or surgical delays reported. Procedure was finished with the same device.